Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, after advancing the jagwire into the common bile duct, the physician attempted to cannulate the hepatic duct. However, while viewing fluoroscopically, a foreign body was identified, which was determined to be a detached piece of the hydrophilic tip. The physician retrieved the peeled coating from pt's crd using a retrieval basket and completed the procedure with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Additional information provided by the site indicated that no resistance was encountered while advancing the guidewire.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure, analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.